Event description:
Patient's sister called in to report the malfunction of the device which she believes is the cause of death as the device has multiple issues with the battery, over injecting or under injecting insulin, no alarms when the readings were not within the normal range. She reported that the device was recalled twice by FDA in 2018 and 2024. The patient's family had filed a lawsuit against the device and manufacture. She states that the patient had just changed the pump on the day her brother died, the device over injected him with insulin and the cause of his death is dka. He was disoriented and was not feeling well since 12 hours before his death. The reporter also states that the person who did the autopsy had agreed that the death was due to the device malfunction. The manufacture had interviewed the family and they were hostile with them while interviewing them. The reported doesn't want anyone else to go through this and wants the product to be recalled.